Event description:
The customer reported that the fiber card would not permit fiber function; 0 joules of use (fiber unused) were reported. The prostate procedure was reported to have been complete by turp. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report of the fiber card not permitting fiber function, is not considered a reportable issue. Upon analysis, the customer's report could not be confirmed. The fiber card was found to be functional with 45,170 joules of use verified. The fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. Follow-up with the customer was performed, however, no additional information was provided. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. (B)(4).